Event description:
It was reported that, "ankle clamp on the tibial cut guide broke."

Manufacturer narrative:
Evaluation summary: the results of the investigation indicate that this event is related to a trend of similar events where the triathlon tibial ankle clamp plastic flippers are fracturing. The results of previous investigations indicated that fracture was caused by excessive stress. The device manufacturing history record for the reported lot indicates that devices were manufactured and accepted into final stock with no reported discrepancies that would have contributed to the reported event.